Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient was admitted to the hospital due to complaints of dizziness and syncope. A remote interrogation was performed which found no correlating episodes for the time of the event. The cause of the syncope remained unknown. No additional adverse patient effects were reported.